Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of brain injury with the development of right lower extremity deep vein thrombosis (dvt) with respiratory compromise. The patient appears to have been treated with anticoagulation therapy with the subsequent development of intracranial hemorrhage. Venogram revealed non-occlusive thrombus in the inferior vena cava (ivc) around a right groin infusion catheter. The infusion catheter was pulled back into the distal ivc. The filter was then implanted via the internal jugular vein and deployed in an infrarenal location. Post-implant venogram noted that the deployed filter was tilted in an unusual manner. A snare was used to pull the filter down into the lower ivc. The filter was then noted to be in an adequate position and in a more normal configuration. Lastly, the right groin infusion catheter was re-sutured into position. At that time, the option to retrieve the filter would be based on the patient¿s clinical status and the presence of iliac vein thrombosis. Approximately ten months after the filter implantation, the patient presented for planned filter retrieval. An ultrasound demonstrated occlusive thrombus within the common femoral and external iliac vein with multiple collateral channels. The optease retrievable vena cava filter was identified within the lower part of the ivc with its¿ hook projecting into the right common iliac vein. During the advancement of a glidewire through the thrombotic material, the retroperitoneum was perforated at the level of the proximal common iliac vein. The procedure was terminated at this point. At that time, the patient¿s medical team felt that retrieval could be re-attempted with the use of thrombolysis if the patient became symptomatic at a later time. According to the patient, the filter had tilted, migrated, was associated with blood clots, clotting and/or occlusion of the ivc and was unable to be retrieved. A later computerized tomography (CT) scan is reported to have revealed the filter tilt. Approximately seven months later, a lower extremity bilateral ultrasound revealed non-occlusive thrombus in the left common femoral vein throughout its¿ entire length with no significant change in the non-occlusive thrombus in the left common femoral vein. The patient further reported having experienced emotional distress, mental anguish and stress associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and thrombosis within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the opteease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter migration and tilt, caval thrombosis and thrombosis embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.the following additional information was received per the patient¿s implant records, the filter was implanted due to intracranial hemorrhage; unable to anticoagulate. Cavography was performed demonstrated thrombus around the right groin infusion catheter. Venography was then performed. There was nonocclusive thrombus in the inferior vena cava (ivc), around the right groin infusion catheter. The infusion catheter was pulled back into the distal inferior vena cava. A retrievable optease filter was then deployed in an infrarenal location without immediate complications. Filter retrieval was noted as dependent on the patient¿s clinical status and iliac vein thrombosis. Approximately ten months and three days post filter implant, the patient presented for filter retrieval. The patient¿s previous medical history included brain injury, development of right lower extremity deep vein thrombosis (dvt) and anticoagulation. Ultrasound demonstrated occlusive thrombus within the right common femoral vein. Contrast injection demonstrated chronic thrombus within the common femoral and external iliac vein with multiple collateral channels identified. An opteease filter was identified within the low ivc with the hook of the filter projecting into the right common iliac vein. A glidewire was advanced through the chronic thrombus, however it perforated into the retroperitoneum at the level of the proximal common iliac vein. The procedure was then terminated. Retrieval could be reattempted with thrombolysis of the occluded iliac vein if the patient was symptomatic from venous occlusion. As a follow up for left common femoral vein dvt, a venous lower extremity bilateral ultrasound performed seven months and nine days later, demonstrated nonocclusive thrombus in the left common femoral vein throughout its length with no significant change in the nonocclusive thrombus in the left common femoral vein. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten months and three days post implantation. The patient reports migration of entire filter other than to the heart, filter tilt, blood clots, clotting and or occlusion of the ivc and device unable to be retrieved, and one unsuccessful percutaneous retrieval attempt approximately ten months and three days post implantation. The patient attempted to have the optease ivc filter removed but the procedure was unsuccessful due to its migration, caval thrombosis and thrombosis/embolism. A later CT scan reported tilt. The patient further reports suffering from filter migration, tilt, caval thrombosis, thrombosis embolism, device unable to be retrieved and lifetime anticoagulation. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter migration and tilt, caval thrombosis and thrombosis embolism. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter migration and tilt, caval thrombosis and thrombosis embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.